Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set was leaking at site on (B)(6) 2024. The blood glucose level was 160 mg/dl. The infusion set was in use for 1.5 days. The patient replaced infusion set and resumed insulin successfully. No further information available.